Event description:
Essure was placed (B)(6) 2012. Started to feel abdominal pains that were sharp, stabbing pains that would come and go, but would get worse over time. Other things started happening like dizziness, head aches, weird jittery feeling, forgetfulness, bloating, acne (increased), pelvic pain, irregular periods, heavy bleeding, very big blood clots (ranging in size from dime to half dollar size clots). All of these symptoms started right about the time I was scheduled to have my hsg test to confirm tubes were blocked, which was (B)(6) 2012. That hsg test confirmed that only one tube was blocked, the other one was not. These symptoms since then have gotten extremely worse over the last year. (B)(4).